Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the (B)(4).

Manufacturer narrative:
The pump had unresponsive up button response due to corroded keypad traces. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer tried to new battery but it did not work. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.